Event description:
Complainant alleged that while attempting to convert the heart rhythm of a pattient (age & gender unknown) the device was charged to 200 joules and upon discharge made a loud pop sound and failed to deliver the energy to the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant alleged that while during susequent testing of the device at the customer's biomedical engineering department, the device displayed a "defib fault 78" message.